Event description:
It was reported that during central processing, the medium-large clip applier had a broken cable. There was no reported patient impact or harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken grip cable at the distal end. The instrument was found to have the main tube broken. No material was found missing. The medium-large clip applier instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis in the clevis. The medium-large clip applier was found to have an excessive amount of dried residue around the clamping pulley cable grooves. When pitch cable breakage occurs, the medium-large clip applier is immediately inoperable due to loss of functionality. The medium-large clip applier instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding a broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This complaint is considered a reportable malfunction due to the following conclusion: this medium-large clip applier instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.